Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain three. Troubleshooting revealed that a home patient (hp) disconnected from the device without following proper disconnect procedures. The hp then proceeded to reconnect to the device. A technical service representative (tsr) helped end therapy and reviewed proper procedures with the hp. The hp planned on starting therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the hp improperly disconnected and reconnected from the set which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.